Manufacturer narrative:
Correction h6: correction h6: coding was inadvertently not refreshed during the previous supplemental report submission and have been update in this report.

Event description:
Additional information received indicate surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction section b5: initial report submitted inadvertently indicated the patient was in trial which was an error that has been corrected.

Event description:
It was reported the patient experienced a lead migration following a fusion surgery that took place on (B)(6) 2021. Surgical intervention may occur later to address the issue.. It is unknown which lead is liable so all the leads are being reported.

Manufacturer narrative:
A patient experienced lead migration with their drg system following a fusion was reported to abbott. Patient states that they have had ineffective therapy since. A scs trial was successful, therefore will be replaced with a scs perm implant. The drg therapy has not been restored. The lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2021-17245, 1627487-2021-17246, 1627487-2021-17247. It was reported the patient experienced a lead migration during a trial for the drg system following a fusion that took place on (B)(6) 2021. Surgical intervention may occur later to address the issue.